Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third-party service agent evaluated the customer's device and verified the reported issue. It was observed that connector pins from the therapy connector of the hard paddles assembly had broken off and became stuck in the device's therapy connector. After replacing the therapy connector assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had broken pins stuck in its therapy connector. In this state, the device may not be able to provide therapy, if it were needed. There was no patient use associated with the reported event.